Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected section: h6- patient code changed to 4582. The device was returned to the factory for evaluation on 01/28/2025. An investigation was conducted on 02/25/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire or intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000441319 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw # (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, tuned out after just burning half of the lower leg, maybe 10 minutes into the harvest. Unable to proceed with the thigh. Needed to open another kit. Waited the full 30 seconds to try again and still wouldn't work. There was a procedural delay due to giving the device to adequately time back in before attempting to use the device again. There were no patient harm or injuries reported.